Event description:
Distraction pins sheared off. Surgeon was using the distraction pin, ff905sp, when it sheared off and became lodged in the patient's spine. Unable to retract. Surgeon was finished and decided to close leaving the pin lodged in bone. The surgery was not prolonged and surgeon does not feel there will be any long term effects. Patient is recovering.